Event description:
Report from attorney, that consumer received injuries from product, no further details available. (B) (4).

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot number was not provided from the reported to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.